Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experiencing high blood glucose and low blood glucose. The customer state that that their blood glucose readings were going up to 400 mg/dl and then dropping to 50 mg/dl. Customer also report the blood glucose was 243 mg/dl. The customer report the diminished battery life and scratches on the screen. The customer also state that they received the unexplained no insulin delivery alarm. Troubleshooting was performed. The insulin pump will be return for analysis.